Event description:
The patient underwent tkr right knee revision on (B)(6) 2012 due to metallosis, pain and swelling. The femoral and tibial components were scratched. There was significant soft tissue staining and effusion. The left knee is also due to be revised in the future.

Event description:
The patient underwent tkr right knee revision on (B)(6) 2012 due to metallosis, pain and swelling. The femoral and tibial components were scratched.

Event description:
The patient underwent tkr right knee revision on (B)(6) 2012 due to metallosis, pain and swelling. The femoral and tibial components were scratched. There was significant soft tissue staining and effusion. The left knee is also due to be revised in the future.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record.

Manufacturer narrative:
Event/problem description the lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) and (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record.